Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue before and after"), vulvovaginal mycotic infection ("yeast infection") and bacterial vaginosis ("bv"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the fatigue, vulvovaginal mycotic infection and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis, fatigue, medical device removal and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-bacterial vaginosis, fatigue, medical device removal and vulvovaginal mycotic infection. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue before and after"), vulvovaginal mycotic infection ("yeast infection") and bacterial vaginosis ("bv"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the fatigue, vulvovaginal mycotic infection and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis, fatigue, medical device removal and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-bacterial vaginosis, fatigue, medical device removal and vulvovaginal mycotic infection quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue before and after"), vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bv") and palpitations ("bad heart palpitation"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the fatigue, vulvovaginal mycotic infection, bacterial vaginosis and palpitations outcome was unknown. The reporter considered bacterial vaginosis, fatigue, medical device removal, palpitations and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-bacterial vaginosis, fatigue, medical device removal, vulvovaginal mycotic infection and palpitations quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media information received. New event bad heart palpitations was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.